Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A 4 fr s/l groshong nxt catheter was returned for evaluation. The internal stiffening stylet was returned inlaid within the catheter. The catheter extended past the 59 cm depth marker and did not appear to have been trimmed. Tactile evaluation of the catheter revealed a slight bend in the catheter and stylet near the 38 cm depth marker. When the catheter was flushed with water from a 12 ml syringe, a bead of fluid was observed leaking from between the 38cm and 39cm depth markers. The leak site corresponded with the location of the bend in the stylet. Microscopic observation of the leak site revealed a rough, angled split. The catheter was cut and bisected in order to inspect the inner wall of the catheter. The impressions of the stylet were visible near the split location. The characteristics observed on the returned catheter are indicative of damage resulting from abrasion with the inlaid braided stylet. This damage likely occurred due to the catheter wall rubbing on the stylet where they stylet was damaged (kinked). However, the root cause of the initial kink in the stylet could not be determined at this time. Evaluation findings are in section h11.

Event description:
It was reported that water was found leaking from a site of the catheter affected during catheter pre-flushing prior to placement. No other information was provided.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of recw1495 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that water was found leaking from a site of the catheter affected during catheter pre-flushing prior to placement. No other information was provided.